Manufacturer narrative:
Data is being collected to complete an investigation. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that a monitor failed to alarm for a run of ventricular tachycardia. There was no patient or user harm associated with this event.